Event description:
It was reported that doctor has its own custom made tensioner and he wanted to do a journey ii xr combined with navio balancing technique and his own. Registration, ligament balancing, planning and execution were done with navio. After tibia resection, he balanced with his tensioner at 90° without problems and when he rejoined laxity with navio and full rom, couldn't register any laxity. Delay greater than 30 minutes reported, no injuries involved and it is unknown how the surgery was completed.